Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple altitude alarms. The customer's blood glucose (bg) level was 249mg/dl and a manual injection was administered to address the bg level. Tandem technical support educated the customer in regards to causes of altitude alarms. During a follow-up, it was confirmed that the customer successfully resumed insulin deliveries and their bg level was in target range at 121mg/dl.